Manufacturer narrative:
The failure investigation has been completed and the alleged temperature issue was verified. Based on the analysis, the high blood glucose issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.